Event description:
--

Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) due to the patient's supraventricular tachycardia (svt). The atp accelerated the patient's rhythm into the ventricular fibrillation (vf) zone. The initial detection for the vt-1 and vt zones were reprogrammed to 30 seconds. It is unknown if therapy was delivered for the vf which successfully converted the patient's arrythmia or if the patient converted to their own sinus rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.